Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the scrub nurse stated that the device was activating but the device would not seal the pedicle. There was so much bleeding that the patient had to be opened. Unknown how much bleeding occurred and unknown if the patient received any blood products. This was a devinchi case. The patient is stable at this time. The device was discarded.

Manufacturer narrative:
Date sent: 10/13/2009. Information not available, device not returned for analysis.